Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements and recorded a lead safety switch. Technical services (ts) was consulted, discussed the lv impedance has risen gradually to high out of range measurements greater than 2000 ohms. Ts suggested increasing out of range limit and turning safety switch off as the unipolar settings were causing muscle stimulation. This lv lead remains in service. No adverse patient effects were reported.